Event description:
After ablation, the physician attempted to remove the device, however, it appeared the burr was stuck in the artery. The physician was able to successfully remove the device. The pt went to surgery.